Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level was 204 mg/dl. Reportedly, the customer declined to perform further troubleshooting. No additional patient or event information was available.